Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise (B)(4) (B)(4) (wound pain(access site). Event description: wound pain(access site) ((B)(4)): on (B)(6) 2015, the same day as index procedure, the subject developed wound pain at the right femoral access site. The event was treated medically. On (B)(6) 2015, the event was considered to be recovered/resolved. Potential relationship to study procedure per investigator: related. No other information is available or expected.

Manufacturer narrative:
Lhr for lot 268574 was reviewed. No observations were identified which could potentially contribute to the reported event. A similar complaint trend review was completed on 20th december 2016. The review found that no further complaints have been reported specific to lot #268574. From the information available, there is nothing to indicate that the device was not used per the directions for use / product label. The device was not returned for review therefore it was not possible to complete product analysis for this complaint. Based on a review of the failure modes and effects analysis documentation and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Based on the complaint review and the event description for this complaint, the root cause classification assigned to this complaint is 'anticipated procedural complication'. Per (B)(4), anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Injury to the vascular introduction site is an anticipated procedural complication and is due to a known physiological effect of the procedure as noted within the instructions for use. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Reprise (B)(6) (wound pain(access site). Event description: wound pain(access site) (B)(6): - on (B)(6) 2015, the same day as index procedure, the subject developed wound pain at the right femoral access site. - the event was treated medically. - on (B)(6) 2015, the event was considered to be recovered/resolved. - potential relationship to study procedure per investigator: related. - no other information is available or expected.